Event description:
A customer reported that they were unable to use their freestyle papillon mini meter as the display screen had frozen. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Complaint confirmed. The returned meter has been tested and found to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.